Manufacturer narrative:
(B)(4). Device passed the displacement test and basic occlusion test. Motor error alarm during occlusion test and unable to prime during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform excessive no delivery test due to priming anomaly. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Notes did not mention if pump was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.